Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that twice on (B)(6) 2022 and once on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 200-300 mg/dl. Reportedly, the infusion set had not inserted at the time of one event but had been used for two days at the time of another event. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.